Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the intertrochanteric fracture fixation procedure performed on (B)(6) 2016, when inserting the drill bit for the helical blade, the drill stop did not stayed in place. Because of that, the drill bit did not stop at the appropriate depth. Patient status post-surgery reported as stable. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay concomitant device reported as unknown drill bit (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device history records review was completed for part # 357.405, lot # 6582204. Supplier: (B)(4), release to warehouse date: mar 28, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.